Manufacturer narrative:
(B)(4). Batch # r5830d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? - no ¿ it was after being use in patient ¿ when nurse tried to reload cartridge. Or did the device partially fire (start to deploy staples and cut but could not be completed)? - no ¿ it was after being use in patient ¿ when nurse tried to reload cartridge. Did the device deliver any staples? - the stapler did it´s job within the patient. If yes, were the staples formed properly? - yes. If yes, was the staple line complete? - yes. What was the appearance of the staples? (B-formation, irregular, legs straight)? - not relevant. Was the device locked on tissue with the jaws closed? - no. If yes, how was the device removed? - not relevant. Did the jaws eventually open? - no. Was the battery completely missing when opening the device package? - no ¿ the nurses took it out when they put it aside to complaint. How long was the delay in surgery? - aprox 5 min. Did the delay in surgery change the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? - no please explain.

Event description:
It was reported that during an unknown procedure, the nurse was not able to open the stapler after use. Instrument: pve35a (battery is not included). No adverse outcome ¿ just a prolonged operation. J&j rep not represented during operating room.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5830d. Investigation summary: the analysis results found that a pve35a device was returned outside its original package and no packaging was returned for analysis. It could not be determined what may have cause the reported event. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.